Event description:
It was reported that the device would not power on with dc (battery) power. The battery in the device functioned properly in another device. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.